Manufacturer narrative:
Field representative answered the lead was sent to pathology for evaluation after the procedure as per hospital policy, therefore, lead retrieval is unlikely. Good faith effort attempts have been made to try and retrieve the device and gather additional information; however, a response has not been received.

Event description:
It was reported that this right ventricular (rv) lead has been explanted at a surgical intervention due to high capture thresholds after decades of being implanted. A new rv lead was implanted, and the explanted lead has not yet been returned for analysis. According to the field representative, the lead was sent to pathology for evaluation after the procedure as per hospital policy. It is unlikely the lead will be retrieved. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been explanted at a surgical intervention due to nonspecific product performance issue. A new rv lead was implanted, and the explanted lead has not yet been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts have been made to try and retrieve the device and gather additional information; however, a response has not been received.